Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Current repair: product evaluation: product review of the air dermatome (B)(4) by flextronics on 13 february 2020 revealed that the reported event was confirmed as the motor speed was low and unstable. They also found that the swivel and o-rings were worn and the unit was out of calibration. Product repair: repair of the device was performed by flextronics on 14 february 2020 which included replacement of the following: motor sleeve, motor, o-ring, swivel additional repair included recalibration the device, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history records identified no deviations or anomalies during manufacturing. Device is used for treatment. A definitive root cause cannot be determined. The following actions were initiated as a result of the investigation of this event: (B)(4). The event is confirmed.

Event description:
It was reported that the customer received this device back on (B)(6) 2020 after repair. They tested this air-dermatome, but item does not function anymore. Investigation showed that the motor speed was low. No adverse event was reported as a result of this malfunction.